Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - software investigation completed. Findings are that this is not a software failure. The video input was only partially seated on the computer. Re-seating the cable resolved the issue. Software is functioning as designed. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported a navigation system monitor that was flickering. The system was re-booted 3 times before the signal was restored. There was no patient present when this issue occurred. The navigation system unexpectedly re-booted twice. Results of trouble-shooting suggest loose video cables may be probable cause.